Event description:
The right ventricular (rv) lead triggered alerts for low pacing impedance. The lead was capped and replaced on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).